Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in tubing) during a dwell cycle while the patient was connected. The home patient (hp) stated that the alarm occurred on the previous night and they just turned machine off for the night. The technical service representative (tsr) explained alarm and possible causes thereof. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.